Event description:
It was reported that a system error (se) 2367 alarm occurred on the homechoice (hc) device during dwell. The technical service representative explained to the home patient that the device has ended therapy and advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.